Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances and pain at the ipg site. It was noted that the patient had lost a lot of weight. As a result, the patient underwent surgical intervention during which the ipg and lead was explanted and replaced. Effective therapy was established post-operatively.